Event description:
It was reported that during a ptca treatment procedure the maverick2 monorail 30/2.0 mm balloon ruptured at 10 atms on the second inflation. (The number of atms reached on the initial inflation is unk.) The pt was asymptomatic during this event. The lesion being treated was a 90% stenotic lesion in lad coronary artery. The physician used a 6fr terumo introducer sheath for vascular access and a bmw guidewire and a 6 fr mach1 jl4st guide catheter to cross the lesion. The maverick2 monorail 30/2.0 mm balloon was removed and replaced with another balloon to successfully complete the procedure. No pt injuries or complications were reported. Pt status is reported as 'good'.